Event description:
On (B)(6) 2014 during insertion, the catheter was easily inserted but when staff attempted to remove device, the catheter bunched and entire device had to be removed.

Manufacturer narrative:
The complaint of damage is confirmed and will be considered user related. The product implicated and returned for eval is one powerglide, 20 gauge 10 cm midline catheter. The components to the powerglide delivery system that were returned for eval included the guidewire, introducer needle and the damaged 10 cm catheter. The white guidewire plastic slider was not returned loose. Gross and microscopic examinations of the complaint sample revealed multiple damaged sites to the catheter, guidewire and white plastic guidewire coupler. The white guidewire coupler has detached from guidewire and is slightly bent. The white guidewire slider was returned detached from the complaint sample. It appears the slider was not fully extended and locked into place during the placement procedure. The instructions for use (IFU) state "while holding the needle in place using the front grips, advance the guidewire using the guidewire push-off until guidewire is fully extended and locks into place. Guidewire should advance smoothly and without resistance. Caution: make sure guidewire is fully extended before moving on to next step." Gross and microscopic examinations showed a severely buckled and twisted catheter. Within the buckled tubing the introducer needle is protruding through the tubing. The buckled tubing and puncture site are 0.9 inches distal to purple pink tapered hub. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the MFR process. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.